Manufacturer narrative:
Positive blood culture and suspicious structure on rv lead was seen. The patient is diagnosed with rv lead endocarditis. The investigator assessed this event as possibly related to the patients medical history. The patient was hospitalized. For diagnostics, trans-esophageal echocardiography, blood cultures and lab test were done. The associated crt-d was explanted and this lead was capped but remains implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted due to endocarditis. The patient suffered from terminal heart failure and tube endocarditis. The patient was admitted for evaluation of lvad implantation. According to the patients relative, the patient has been waiting for an artificial heart and was hospitalized for 10 weeks. Should additional information be received, this file will be updated.